Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that following a total knee arthroplasty, the patient is experiencing tibial loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical product- psn fem ps cmt ccr std sz7 r catalog# 42-5006-062-02 lot# 63253813, psn all poly pat ply 29 mm catalog# 42-5400-000-29 lot# 63314573, psn asf ps 12 mm ply r 6-9cd catalog# 42-5214-005-12 lot# 63285048, headless trocar drill pin catalog# 00-5901-020-00 lot# 63285801.

Event description:
It was reported that patient underwent a revision due to tibial loosening approximately four months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.